Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The keypad was intact with no evidence of peeling or damage, all keys were responsive. Upon removal of the keypad, contamination was found under all key contacts. There was no evidence of the moisture or corrosion near the keypad connector. Unrelated to the original complaint, the battery compartment was noted to be cracked.